Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the patient line of ten (10) homechoice cassettes were scratched which resulted in leak. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: ten (10) actual devices were received for evaluation in their respective primary packaging without any damage, assembled with all components in accordance with specification and were not opened. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater leak test was performed on the ten samples and no leaks were found in the devices. The reported condition was not verified. A visual inspection was performed to twelve (12) retention samples of the same lot number with no issues found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.